Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Representative samples were received for product code 8533, lot kdh036. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic aneurysm procedure on an unknown date and suture was used. The suture was used to complete the aortic aneurysm anastomosis. Four different sutures were used and each one snapped whilst doing intricate work of the aortic aneurysm anastomosis. The case was completed using a different product. The patient was okay after the procedure however passed during the night. Additional information has been requested.